Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the vessel sealer extended (vse) instrument to perform failure analysis. The instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged which prevented the grips from opening. Additionally, the instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down the grip drive adapter.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated h2, h6, h11. Additional investigations were performed on the vessel sealer extend instrument. The dislodged grip ring was found to cause the jaws to not open. A dislodged set screw was also found. The h6 codes have been updated based on these findings.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument jaws could not fully open and tissue was stuck to the instrument's jaws. The vse grip release slider was attempted, but the instrument still did not open. The surgeon shook the instrument until the tissue was released. There was no unexpected tissue removal. A backup vse instrument was used and no further issues were reported. However, the customer also reported that there was more bleeding than normal and the new vse instrument controlled the bleeding.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive vse instrument to perform failure analysis. A review of the logs for the vse instrument associated with this event has been performed. The following additional information was provided: the first vse instrument (lot #k16241018-0170) was installed 1 time and passed homing 1 time. A total of 10 cut complete and 22 seal events were noted with no errors. The second vse instrument (lot #k16241018-0178) was installed 1 time and passed homing 1 time. This instrument had 13 cut complete and 17 seal events noted with no errors. The logs do not show any errors specific to vse functionality.